Event description:
Complaint is reportable based on analysis completed in 2005. It was reported that during a ptca procedure, the connection of the pt2 light support wire with the addwire extension wire was loose. No pt injuries or complications were reported.